Event description:
Manufacturer report number 3006705815-2019-01035. New information received on (B)(6) 2019 states that one of the leads were explanted and a new lead was implanted and the other leads was repositioned during the same surgery and remains implanted. New programming changes were made. Patient was stable.

Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01035. It was reported that lead migration issue was observed which was confirmed via chest x-ray. Patient was not receiving coverage on her back and did not report any recent falls or traumas. Patient was to be scheduled for lead revision procedure. No further information is available.